Event description:
It was reported that in early 2008, at midday, the patient was suddenly no longer able to hear anything. The patient attended the clinic with her parents on the same day to have her equipment checked. However, after exchange of her external equipment, the situation remained the same. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.